Event description:
A patient reported issues with their insulin pump including the continuous glucose monitor often lost connection to the pump. There was no adverse impact reported on the patient¿s blood glucose level. The pump's warranty remains valid until november 8, 2025, but the patient declined follow-up from technical support.